Event description:
A ventilator was returned to the manufacturer's service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device failed to calibrate during testing. The device's oxygen blending module board was replaced to address the issue.